Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a (B)(6) pc. Lot in (B)(6)2019. The returned instrument was evaluated and found that the luer flush port and cap are missing thus we are able to validate the alleged complaint. We are unable to determine what caused the luer flush port to become loose but mishandling of this device all the end user's facility is suspected. All (B)(4) instruments from the alleged lot provided were 100 % visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the user found that the flush port of the applier was unstable during laparoscopic cholecystectomy. When he/she touched it, it got detached. Therefore, the applier was replaced with a new one. The applier was supplied to the hospital as a substitute of a deficient product 1 week ago.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user found that the flush port of the applier was unstable during laparoscopic cholecystectomy. When he/she touched it, it got detached. Therefore, the applier was replaced with a new one. The applier was supplied to the hospital as a substitute of a deficient product 1 week ago.